Manufacturer narrative:
A specific cause for the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial.(B)(4). Approximate age of device-7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during clinic visit the assessment of the patient revealed that the skin around the percutaneous lead (driveline) was irritated with scattered red rash, and oozing scant amount of brownish drainage was present. Initially, the patient was treated with doxycycline 100 mg twice a day. Then medication was changed to cipro when results of culture were found to be positive for pseudomonas aeruginosa.